Event description:
It was reported that the nurse delivering the device to the sterile field was subjected to blood exposure about her face and eyes when airborne drops of spun blood product ejected from the interface between the cellpaker and the plasma containing transfer syringe. The nurse left the operating room immediately to rinse the exposure site and seek medical attention for an exposed incident. Having already the plasma containing transfer syringe to the sterile field, the procedure continued as planned. The outcome to the nurse is unk, but no further adverse events have been received.

Manufacturer narrative:
No device was returned and therefore no device evaluation could be completed. It was noted that the nurse transferred plasma by pushing on the cellparker plunger rather than by pulling on the plunger of the empty transfer syringe which is the performed method of transfer indicated in the instructions for use. It was also noted that the nurse was inexperienced in the use of the device. As contents are under pressure during transfer, a slightly askew connection and incorrectly pushing on the plunger of the cellpaker may lead to leakage and spray upon plasma transfer.